Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and cracked battery cap. The customer's blood glucose reading was 440 mg/dl. The customer treated with the pump and syringe. The customer had symptoms such as headache and feeling hot. The customer stated that they were unable to install the battery cap on their pump. The insulin pump was not returned for analysis.